Manufacturer narrative:
G4:11feb2021; b4:15feb2021. The customer called back to request part identification for the battery. Technical support provided the requested part ID and also advised that this device is end of life. The customer was provided with the esprit v200 end of support document. The end of support date for esprit/v200 ventilators is 31st december 2020 and philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported a flashing battery charging light and alarm. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support and advised the customer to replace the backup battery.